Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and alarmed stuck button error after battery change. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. Unable to complete troubleshooting due to call has been disconnected. The insulin pump is not expected to return for analysis.